Event description:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5083608) on 18-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("severe belly pain") and metal poisoning ("nickel poisoning") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included amoxicillin, curcuma longa (turmeric), diphenhydramine;ibuprofen, hydrocodone and ibuprofen. In 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria disability, medically significant and intervention required), metal poisoning (seriousness criteria hospitalization and medically significant), abdominal distension ("bloating"), menstruation irregular ("irregular periods"), menorrhagia ("very heavy with large blood clots"), constipation ("severe constipation"), dyspareunia ("pain during sex"), coital bleeding ("bleeding during sex"), alopecia ("hair loss"), fatigue ("fatigue"), pain ("constant body aches and pain"), skin disorder ("skin changes"), thyroid disorder ("thyroid disease") and endometriosis ("endometriosis") and was found to have weight increased ("large weight gain that can't be loss"). The patient was treated with surgery (complete hysterectomy). At the time of the report, the abdominal pain, metal poisoning, abdominal distension, menstruation irregular, menorrhagia, constipation, dyspareunia, coital bleeding, weight increased, alopecia, fatigue, pain, skin disorder, thyroid disorder and endometriosis outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, alopecia, coital bleeding, constipation, dyspareunia, endometriosis, fatigue, menorrhagia, menstruation irregular, metal poisoning, pain, skin disorder, thyroid disorder and weight increased with essure. The reporter commented: patient had used pain relief essential oils, heating pads and ice packs. An injury (disability/permanent damage, intervention required and serious important medical events) was mentioned but not specified and /or assigned to one of the events. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5083608) on 18-feb-2019. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('severe belly pain') and metal poisoning ('nickel poisoning') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included amoxicillin, curcuma longa (turmeric), diphenhydramine;ibuprofen, hydrocodone and ibuprofen. In 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria disability, medically significant and intervention required), metal poisoning (seriousness criteria hospitalization and medically significant), abdominal distension ("bloating"), menstruation irregular ("irregular periods"), menorrhagia ("very heavy with large blood clots"), constipation ("severe constipation"), dyspareunia ("pain during sex"), coital bleeding ("bleeding during sex"), alopecia ("hair loss"), fatigue ("fatigue"), pain ("constant body aches and pain"), skin disorder ("skin changes"), thyroid disorder ("thyroid disease"), endometriosis ("endometriosis") and herpes zoster ("shingles") and was found to have weight increased ("large weight gain that can't be loss"). The patient was treated with surgery (complete hysterectomy). At the time of the report, the abdominal pain, metal poisoning, abdominal distension, menstruation irregular, menorrhagia, constipation, dyspareunia, coital bleeding, weight increased, alopecia, fatigue, pain, skin disorder, thyroid disorder, endometriosis and herpes zoster outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, alopecia, coital bleeding, constipation, dyspareunia, endometriosis, fatigue, menorrhagia, menstruation irregular, metal poisoning, pain, skin disorder, thyroid disorder and weight increased with essure. The reporter considered herpes zoster to be related to essure. The reporter commented: patient had used pain relief essential oils, heating pads and ice packs. An injury (disability/permanent damage, intervention required and serious important medical events) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content from pfs received: event shingles added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5083608) on 18-feb-2019. The most recent information was received on 18-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe belly pain') and metal poisoning ('nickel poisoning') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included amoxicillin, curcuma longa (turmeric), diphenhydramine;ibuprofen, hydrocodone and ibuprofen. In 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria disability, medically significant and intervention required), metal poisoning (seriousness criteria hospitalization and medically significant), abdominal distension ("bloating"), menstruation irregular ("irregular periods"), menorrhagia ("very heavy with large blood clots"), constipation ("severe constipation"), dyspareunia ("pain during sex"), coital bleeding ("bleeding during sex"), alopecia ("hair loss"), fatigue ("fatigue"), pain ("constant body aches and pain"), skin disorder ("skin changes"), thyroid disorder ("thyroid disease"), endometriosis ("endometriosis"), herpes zoster ("shingles") and dental caries ("tooth cavity") and was found to have weight increased ("large weight gain that can't be loss"). The patient was treated with surgery (complete hysterectomy). Essure was removed. At the time of the report, the abdominal pain, metal poisoning, abdominal distension, menstruation irregular, menorrhagia, constipation, dyspareunia, coital bleeding, weight increased, alopecia, fatigue, pain, skin disorder, thyroid disorder, endometriosis, herpes zoster and dental caries outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, alopecia, coital bleeding, constipation, dyspareunia, endometriosis, fatigue, menorrhagia, menstruation irregular, metal poisoning, pain, skin disorder, thyroid disorder and weight increased with essure. The reporter considered dental caries and herpes zoster to be related to essure. The reporter commented: patient had used pain relief essential oils, heating pads and ice packs. An injury (disability/permanent damage, intervention required and serious important medical events) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media case received. Event tooth cavity added. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5083608) on 18-feb-2019. The most recent information was received on 22-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe belly pain') and metal poisoning ('nickel poisoning') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included amoxicillin, curcuma longa (turmeric), diphenhydramine; ibuprofen, hydrocodone and ibuprofen. In 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria disability, medically significant and intervention required), metal poisoning (seriousness criteria hospitalization and medically significant), abdominal distension ("bloating"), menstruation irregular ("irregular periods"), menorrhagia ("very heavy with large blood clots"), constipation ("severe constipation"), dyspareunia ("pain during sex"), coital bleeding ("bleeding during sex"), alopecia ("hair loss"), fatigue ("fatigue"), pain ("constant body aches and pain"), skin disorder ("skin changes"), thyroid disorder ("thyroid disease"), endometriosis ("endometriosis"), herpes zoster ("shingles") and dental caries ("tooth cavity") and was found to have weight increased ("large weight gain that can't be loss"). The patient was treated with surgery (complete hysterectomy). Essure was removed. At the time of the report, the abdominal pain, metal poisoning, abdominal distension, menstruation irregular, menorrhagia, constipation, dyspareunia, coital bleeding, weight increased, alopecia, fatigue, pain, skin disorder, thyroid disorder, endometriosis, herpes zoster and dental caries outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, alopecia, coital bleeding, constipation, dyspareunia, endometriosis, fatigue, menorrhagia, menstruation irregular, metal poisoning, pain, skin disorder, thyroid disorder and weight increased with essure. The reporter considered dental caries and herpes zoster to be related to essure. The reporter commented: patient had used pain relief essential oils, heating pads and ice packs. An injury (disability/permanent damage, intervention required and serious important medical events) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5083608) on 18-feb-2019. The most recent information was received on 25-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("severe belly pain") and metal poisoning ("nickel poisoning") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included amoxicillin, curcuma longa (turmeric), diphenhydramine;ibuprofen, hydrocodone and ibuprofen. In 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria disability, medically significant and intervention required), metal poisoning (seriousness criteria hospitalization and medically significant), abdominal distension ("bloating"), menstruation irregular ("irregular periods"), menorrhagia ("very heavy with large blood clots"), constipation ("severe constipation"), dyspareunia ("pain during sex"), coital bleeding ("bleeding during sex"), alopecia ("hair loss"), fatigue ("fatigue"), pain ("constant body aches and pain"), skin disorder ("skin changes"), thyroid disorder ("thyroid disease") and endometriosis ("endometriosis") and was found to have weight increased ("large weight gain that can't be loss"). The patient was treated with surgery (complete hysterectomy). At the time of the report, the abdominal pain, metal poisoning, abdominal distension, menstruation irregular, menorrhagia, constipation, dyspareunia, coital bleeding, weight increased, alopecia, fatigue, pain, skin disorder, thyroid disorder and endometriosis outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, alopecia, coital bleeding, constipation, dyspareunia, endometriosis, fatigue, menorrhagia, menstruation irregular, metal poisoning, pain, skin disorder, thyroid disorder and weight increased with essure. The reporter commented: patient had used pain relief essential oils, heating pads and ice packs. An injury (disability/permanent damage, intervention required and serious important medical events) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.